Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer sensor was failed. A field service engineer found that the latch did not detect being locked. The drawer was removed, and the latch assembly was examined. The red release lever and solenoid were removed, and the solenoid and plunger were polished while the red emergency release lever was cleaned. After reassembling, the latch still did not function completely. The drawer was removed again, and washers were installed behind the latch catch. It then appeared to operate smoothly, and the drawer was reassembled. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed sensor. The customer reported that the user was unable to remove the medication from affected drawer and had to do manual override to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.